Manufacturer narrative:
The patient sample was investigated further. The troponin t hs (tnt-hsst) result was confirmed and considered a true positive. There was no evidence of an interfering substance nor antibodies in the sample.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys troponin t stat assay (tnt-hsst) results for one patient on a cobas 6000 e 601 module (e601) and a cobas 8000 e 602 module (e602). All results were reported to medical personnel. The tnt-hsst was ordered due to the patient's symptoms of congestive heart failure. The patient has no prior history of heart disease, but continues to experience edema that does not respond to medication. On (B)(6) 2017, an urgent sample had an initial result of 441 pg/ml with a repeat result of 419 pg/ml. It was unclear whether these results were from the same sample. The customer was asked, but could not confirm, which analyzer generated this result. On (B)(6) 2017, an urgent sample had a result of 524 pg/ml. The customer was asked, but could not confirm, which analyzer generated this result. The medical personnel did not believe this result, so a troponin I test was ordered using a competitor's analyzer. The result was 0.090 ng/ml. On (B)(6) 2017, the result from the e602 was 506.0 pg/ml. On (B)(6) 2017, the result from the e601 was 516.6 pg/ml. On (B)(6) 2017, an urgent sample had a result was 556 pg/ml. The customer was asked, but could not confirm which analyzer generated this result. On (B)(6) 2017, an urgent sample had a result was 620 pg/ml with a repeat result of 602 pg/ml. It was unclear whether these results were from the same sample. Ithe customer was asked, but could not confirm which analyzer generated this result. The patient remains hospitalized in the ic. There was no allegation of an adverse event due to the results. The patient was diagnosed with myositis. The e601 serial number is (B)(4). The e602 serial number is (B)(4). The medical personnel noted that the patient's test results appeared to increased with each analysis. They have observed the same behavior in three patients. The most recent event occurred in 2014. Calibration and qc were acceptable. A patient sample was sent for investigation for possible interference. The investigation results were within the same range as the customer's results. A general reagent issue can be excluded. Published clinical studies show that tnt can be positive with a low tni result, and that cardiac troponin can be elevated in patients with myocardial injury, as seen in unstable angina pectoris, cardiac contusions, and heart transplants. Elevations have also been seen in patients with rhabdomyolysis and polymyositis. Results should be interpreted in conjunction with clinical presentation including medical history, signs and symptoms, ECG data and biomarker concentrations.